Manufacturer narrative:
Patient¿s height reported as 64 inches. Additional patient identifier reported as (B)(6). Date of postoperative pain development is unknown. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter address and phone number were not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an anterior cervical discectomy and fusion (acdf) procedure using vivigen cellular bone matrix at the c5-c7 levels on (B)(6) 2017, where the patient was implanted with a vectra plate, two spacers with central lumen, a vivigen pouch and a distractor pin. Post-operatively, on (B)(6) 2018, the patient had a fall in shower that resulted in headache, hip pain, and small laceration. On (B)(6) 2018, the patient presented again with hip pain. Concomitant device reported: unk - biologic tissue matrix: vivigen (part # unknown, lot unknown, quantity 1); distractor pin 12mm (part # 02.600.022, lot # unknown, quantity 1). This report is for one (1) ti vectra(tm) plate 2 level/32mm. This is report 1 of 4 for complaint (B)(4).